Event description:
It was reported by a site that their (B)(6) handheld device was not functioning properly. They stated that the connection between the serial adapter cable and handheld was loose and not making a good connection. A replacement handheld was sent to the site and the site returned the handheld and power cord only. The serial adapter cable was not returned for analysis. There were no anomalies found with the handheld, flashcard, or power cord that could have caused or contributed to the reported event.